Event description:
The recipient reportedly experienced device migration. On (B)(6) 2017, the recipient underwent skin flap revision and repositioning surgery. The recipient then experienced electrode migration. On (B)(6) 2017, the recipient underwent repositioning surgery. The recipient experienced device migration once again. The recipient presented with discomfort. On (B)(6) 2019, the recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail, and cut silicone overmold was observed on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report.